Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior spinal fusion spinal therapy for l1 burst fracture. It was reported that after fixation from t11/12 to l2/3, the l2/3 screw backed out so the l2/3 screw was replaced, and additional screws were inserted at t10 and l4 for refixation. According to the opinion of the surgeon, the patient¿s bone density was below 50. The physician commented that the initial surgical planning was insufficient. Because the bone was fragile, it was considered unavoidable. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received that the initial surgery was percutaneous pedicle screw: t11/12¿l2/3: l1 burst fracture vertebroplasty was performed. Four screws at l2/3 had backed out and the four screws were upsized and the ha sticks were replaced. Fixation was extended to t10¿l4, resulting in a 3¿3 fixation.